Event description:
Neuronetics' social media monitor forwarded a post alleging tms treatment lead to suicidality.

Manufacturer narrative:
Since the reporter did not respond to neuronetics' attempted outreach for additional information, it was impossible to conduct a thorough investigation and confirm that the person was treated with a neurostar device. In the post the patient mentioned having bipolar disorder which is a contraindication for tms. Based on the information provided no cause can be attributed but reporting out of an abundance of caution.